Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device had a monitoring voltage of 2.17v and was confirmed to be in storage mode. Technicians used an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Records indicate this device remains implanted. The local area sales representative was contacted for additional information, however no further information was available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information from another manufacturer's representative that the patient implanted with this implantable cardioverter defibrillator (ICD) had been lost to follow-up. Upon device interrogation it was found that the device had reverted to storage mode. It was reported the patient was lightheaded due to three percent block.

Event description:
Subsequently, this device was explanted and returned for analysis.